Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, analysis of the returned wire noted the fracture face of the core separation was jagged, indicating interaction at a kink or bend. It is possible that the guide wire became kinked during use, contributing to the reported resistance and subsequent material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The bmw universal ii guide wire was advanced into the patient without issue. The 2.0x15mm rx mini trek balloon dilatation catheter was advanced over the guide wire however light resistance was felt and it was noted the guide wire tip had separated inside the catheter lumen. The devices were removed together without issue. The procedure was completed using another same size mini trek and bmw universal ii guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.